Manufacturer narrative:
Device received with blank display due to corroded electronic assembly. Unable to confirm keypad anomaly or pump error 68 due to blank display.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display and stuck button alarm. The customer¿s blood glucose level was unknown at the time of the incident. Customer states the contacts on the battery cap neither missing nor damaged. Display did return after insulin pump restart. Customer reported that the keypad was unresponsive. Customer stated that they received pump error alarm and they were unable to clear the alarm. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer was advised the pump will be replaced as per troubleshoot. The insulin pump will be returned for analysis.